Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and failed. Receiver boot was performed and failed. Internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be receiver shutdown when usb plugged in to charge or download. No injury or medical intervention was reported.